Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component code 430 relates to the device problem code 1114 for the reported event of wire failed to conduct. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR. Report # 3005099803-2011-04267, MFR. Report # 3005099803-2011-04268, and MFR. Report # 3005099803-2011-04269). It was reported to boston scientific corporation that three hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, all three devices failed to provide electrocautery. No visible damage was noted to any of the devices. A fourth hydratome rx sphincterotome was used along with the same valleylab generator to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.